Event description:
Initially, the customer contacted baxter technical service to request assistance with a low drain volume alarm that occurred during peritoneal dialysis (pd) therapy with the homechoice (hc) machine. The solution was provided over the phone and during the conversation the customer reported the home patient (hp) does not feel well and has an infection in the peritoneum. On (B)(4) 2012, baxter product surveillance (ps) contacted and spoke with a nurse from the dialysis facility regarding the peritonitis event. The nurse reported the patient has been hospitalized since last (B)(6) 2011 and recently discharged to home in hospice care for issues unrelated to peritoneal dialysis therapy. The nurse reported the patient acquired e. Coli peritonitis while hospitalized and is currently in the recovering stages for the peritonitis. He received unknown antibiotics for the peritonitis. The nurse also reported the peritonitis has been an ongoing issue since being hospitalized. The nurse reported the hp began continuous ambulatory peritoneal dialysis (capd) therapy on an unspecified date in (B)(6) 2010 with unspecified solutions. The nurse was unaware of how the patient acquired the peritonitis. The nurse reported the patient was recently discharged home in (B)(6) 2012 to hospice for issues related to peripheral vascular disease and is currently recovering from his long-term peritonitis. No further information available at this time regarding the cause of peritonitis.

Manufacturer narrative:
(B)(4). This complaint cannot be confirmed as no samples are available and no issues relating to this complaint were noted in the batch file review requested. No root cause relating to the manufacturing process has been determined. Manufacturing records were reviewed for the potentially associated batch 11i20h25. There were no issues detected during the production of this batch which related to the nature of this complaint.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.